Manufacturer narrative:
Concomitant medical products: nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / (B)(4)); biolox delta femoral head 32mm od, +0mm (cat# 170-32-00 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tha, this (B)(6) female patient was brought back for left hip pain due to a loose stem. The hip was dislocated, the femoral head was removed, attention turned to the cup, the liner was removed with the help of an osteotome, the cup was checked and found to be well fixed. A new xle g1 lipped liner was implanted. The stem was checked, found to be loose and removed. A new stem and head was then implanted. Patient was revised to xle g1 32mm lipped insert, a std 7 taper wedge stem and a 32++0 biolox head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem. The most probable root cause associated with the reported event of "loosening - femoral stem¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.